Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, a vf episode due to noise on the rv channel was noted. Upon review of the trends, it was observed that sensing threshold had dropped and pacing impedance had increased. Noise was reproduced by pocket manipulation. The lead was capped and replaced. Patient condition was good.